Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7075426 and no issues were identified. Additionally, the devices returned were reviewed. During the examination of the tubing, our engineers were not able to locate any abnormalities in the raw material that could have led to this event, it was also noted that the broken section of the catheter tubing was rough in appearance, suggestive of damage during use. Based on our findings and the two days of successful use of this device the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with catheter break during usage. X-ray was done with no results yet.